Event description:
During bedside insertion, balloon appeared to be successfully inserted. Upon restriction received catheter restriction alarm. Called maquet for support. The company representative advised most likely a kink. The balloon was never inflated. Catheter removed and a new catheter inserted, which worked fine. The patient status is currently deceased.